Event description:
It was reported that the patient presented in clinic for initial implant procedure. During procedure, it was found that when the pacemaker could not be interrogated via radiofrequency and inductive telemetry. As a resolution, the pacemaker was not implanted and an alternate near at hand was implanted instead on (B)(6) 2024. No patient consequences and adverse events were reported.

Manufacturer narrative:
The reported event of inability to interrogate was not confirmed. Analysis performed indicted a radiofrequency (rf) telemetry lockout had occurred in the field. This lockout feature is designed to disable the high-power telemetry, to prevent battery drainage from unintended prolong rf usage. By the time the device was received for analysis, lockout period had expired as expected. Electrical and mechanical tests including telemetry communication and outputs verification were normal with no anomalies found.